Event description:
It was reported that the patient had a minor headache which the physician believed was due to the procedure. The trial lead was pulled and discarded by the medical facility. The patient had fully recovered and noted that the headache had subsided immediately after the lead pull procedure.